Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, the clip was positioned on the tissue for deployment; however, it was difficult to release the clip from the delivery catheter. The clip stuck on to the delivery catheter and careful manipulation was required in order to release the clip. The clip eventually released from the tissue without complications and the entire device was removed from the patient. The procedure was successfully completed with a resolution I clip. There were no patient complications as a result of this event.

Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.